Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This medwatch report is in response to receipt of maude event report (B)(4).

Event description:
It was reported by the patient that she underwent a gynecological procedure for a collapsed pelvic floor and bowel on (B)(6) 2011 and mesh was implanted. Surgipro and biodesign sugisis meshes were also implanted. She has experienced infection, inflammation, umbilical and hiatal hernias. She also states she is having bowel problems, "strange things passed through my bowel, i.e. Hairs, mucus, blood, whole tablets, bright yellow running out of my backside and parts of mesh". A colonoscopy was done in 2012. The surgeon stated that there were no problems with the mesh. Also, a recent white blood cell radiological scan test has shown an enlarged spleen and liver. Additional information to be requested.